Event description:
S [situation]- chloraprep antiseptic applicator missing from port kit. B [background]- port kit opened and set up for port access, and rn noticed antiseptic swab was missing. A [assessment]- rn was able to have another rn obtain antiseptic swab from floor stock, without need to open new port kit. Port accessed and labs drawn with no impact to pt. R [recommendation]- track additional incidences of missing antiseptic applicators and escalate to leadership. Notified vendor medline who confirmed the missing item with the site using the bom [bill of materials] as the cross reference. Medline investigating and will return findings to this customer manufacturer response for port dressing tray, centurion port dressing tray (per site reporter).